Event description:
It was reported a patient experienced cloudy effluent, abdominal pain and fever coincident with peritoneal dialysis (pd) therapy. The patient presented to the emergency room and was treated with unspecified antibiotics and discharged. The cause of the cloudy effluent was unknown. On an unreported date, the patient recovered. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.